Event description:
It has been reported that the up/down motion of this bed was not functioning correctly. No adverse consequence was reported.

Manufacturer narrative:
No product or component was returned to the MFR by the user facility for analysis.